Manufacturer narrative:
(B)(4). B5: describe event or problem - correction h2: type of follow up - correction h6: correction concomitant medical products - correction. Note: 3331 should be remove from initial as there no lot no or CAPA.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter battery issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.